Event description:
Pharmacy compounded irinotecan (chemotherapy) in 250ml dextrose primed with a secondary tubing set. When the rn went to hang the medication the tubing had broken into two pieces right by the drip chamber. The medication was taken down and remade by pharmacy.